Manufacturer narrative:
Method: no product was returned for eval and investigation. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Results: the info contained herein is based on the info provided by the initial reporter. The report did not provide any spec info concerning the procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1304265, rev.l). I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". (1303722, rev.e) if add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.

Event description:
Drug/diluent: marcaine 0.5%. Fill volume: 270ml, flow rate: 2ml/hr. Procedure: arthroscopic left shoulder surgery. Cathplace: shoulder joint. Pt allegedly developed glenohumeral chondrolysis following placement of an I-flow on-q painbuster pump that infused local anesthetic into the shoulder joint space continuously for 48 hrs or more following surgery on (B)(6), 2005.